Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. All testing was performed using a good known test patient circuit. The ventilator failed the internal peep test from the ltv final test. Internal inspection revealed the tubing was not connected properly causing the ventilator to not read the peep. Carefusion reconnected the tubing properly to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit would not hold any peep. It is unknown at this time whether there was any patient involvement associated with this complaint.